Event description:
A 6f angio-seal evolution was selected for use. The anchor was deployed into the vessel. The device became stuck at the beginning of the pull-back phase and the suture would not unspool to release the collagen and compaction tube. The carrier tube/sheath assembly was stuck in the puncture track, and the angio-seal device was removed via vascular surgery. Hemostasis was achieved with a vascular suture and manual compression. There were no further consequences to the pt.

Manufacturer narrative:
One 6f angio-seal evolution hemostasis sheath and carrier tube assembly were visually inspected and functionally tested/evaluated. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear-lock position; the gearbox assembly was in the "out of park" position. The hemostasis sheath tubing, carrier tubing, rack, and suture all had been severed distal to the sheath hub; the damage appearance was consistent with cutting. The device was disassembled. No visual anomalies were noted in the suture routing, gears, gear mesh, or related mechanism. The device was functionally tested for gear rotation, rack advancement, clutch slippage, and suture release; no functional anomalies were noted. Review of the device history record confirmed this lot met mfg requirements prior to shipment. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device, as supported by the review of the mfg traveler and the analysis performed. The cause of the reported incident remains unk.